Event description:
The customer reported that the thermogard console sn (B)(6) displayed tcmid:05 (coolant diff failure) and tcmid:06 (ce post failure) error messages. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll service inspected the thermogard xp ivtm system sn (B)(6) at the customer site. The reported complaint that the thermogard system displayed tcmid:05 (coolant diff failure) and tcmid:06 (ce post failure) error messages were confirmed in the system's event log but were not confirmed during functional testing. The reported tcmid errors were not replicated, and the thermogard system functioned as intended during testing. Reviewing the console's event log revealed several tcmid:05 (coolant diff failure) and tcmid:06 (ce post failure) error messages around the customer's reported event date, confirming the reported complaint. The system passed the functional testing with no issues or errors. The reported tcmid:05 and tcmid:06 errors were not replicated during functional testing. During investigation and troubleshooting, no obvious or definitive root cause was found for the observed tcmid errors in the archive. The connection between the lm34 temperature probe and the I/o pcb was inspected for potential intermittent or unstable connections. Following the disassembly, inspection, and cleaning of these interconnections, the thermogard console passed all functional testing without errors or anomalies. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits.